Event description:
It was reported that during a follow-up, the patient's pacemaker exhibited atrial undersensing. A remote support session was conducted using the heart connect system to review device data. Technical services identified that the atrial sensitivity setting had been programmed to 1.5 mv for an unknown reason, resulting in inadequate sensing of intrinsic atrial activity. The atrial sensitivity was reprogrammed to 0.25 mv, after which appropriate sensing of atrial activity was observed with atrioventricular (av) synchrony. Additionally, far-field signals were visible on the atrial channel that was being blanked. The device function was determined to be within normal parameters after re-programming. The patient's atrial pacing threshold is noted to be elevated, however, this was previously a known issue. At this time, the device remains in service. No adverse patient effects were reported.